Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of "fc 815:04 ". This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer does not want to be contacted. No additional information is available. The user interface module software version is colleague 2006(6.13.90).

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 815:xx was discovered and not confirmed in the pump's event history by a baxter service technician. However, a review of the event history by quality engineering in the prescreen activity of the associated service record, confirmed the problem as failure code 814:04 which was the last failure to occur prior to device evaluation. Failure code 814:04 is also confirmed in the event history log review and was reproduced in service. The root cause of this condition was assigned to ail(air in line) pcb (print circuit board) being loose/disconnected. The ail pcb was replaced to correct this condition. The device has not been previously sent into service for the reported condition of "815:xx."

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.